Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter state: address information was not able to be obtained; therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a black substance on needle when package was opened. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-aug-2025. Investigation summary : bd received 3 photos and one sample for investigation. The visual inspection of the photos and sample confirmed foreign matter present on the cannula. Additionally, 30 retained samples were visually inspected, and all samples passed testing as no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a black substance on needle when package was opened. There was no health impact or consequence reported.